Manufacturer narrative:
Concomitant medical products: product ID tm90t0 lot# serial# (B)(6)product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 21-may-2022, UDI#: (B)(4)h3. Analysis of the communicator found that it failed due to a damaged micro usb interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported the communicator would not take a charge since friday. The patient has tried all different outlets and the battery indicator light never goes to green. The patient stated that the indicator lights won¿t come on and the port appears loose despite using other cords and outlets. The patient had been unable to bolus due to the inability to charge their communicator. The patient stated their pump meds are ¿morphine and a mixture of a numbing agent,¿ but unable to verify name due to not having printout with them. An email was sent to the repair department for a replacement device. No patient injury reported.